Event description:
Caller reported a malfunction on the pump, which was indicated by a malfunction code. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was advised to switch to multiple daily injections as a backup therapy, while tandem technical support arranged for a replacement pump with updated software to be sent. Customer was instructed to put the faulty pump into storage mode and return it using the provided return box and prepaid label.